Event description:
It was reported that stent profile issues occurred. A promus elite balloon expandable stent was selected for treatment for a percutaneous coronary intervention procedure. It was noted that acute recoil was observed post implantation. No further information was provided and no patient complications were reported.

Manufacturer narrative:
Date of event: event date was not provided at the time of reporting. The first date of the month of the aware date was selected.